Event description:
It was reported that during a da vinci hysterectomy procedure, a plastic side piece of the distal end of the permanent cautery hook instrument broke off into the patient. All pieces were retrieved from the patient. No adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that instrument distal clevis was broken. One of the ears was found to be completely broken off from the distal clevis, the broken piece was not returned with the instrument. The broken piece measured approximately 0.213 x 0.291. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation was derailed pitch cable. One of the pitch cable was found to be derailed at the distal idler pulleys. Due to the derailed distal clevis condition, the instrument could not be tested for motion. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the permanent cautery hook instrument allegedly broke off into the patient and the fragment was retrieved. However, at this time, it is unknown how the broken fragments were retrieved.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received additional information from the robotics coordinator nurse, who indicated that the broken piece was removed laparoscopically during the same procedure. The patient didn't suffer any injuries as a result of this failure. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.